Manufacturer narrative:
.

Event description:
This is a supplemental report to initial report 3008789114-2016-00030 to submit investigation results from the manufacturer for the suspect devices. Devices were not returned to (B)(4). (B)(4) requested from the manufacturer an internal record review for suspect devices. (B)(4).

Event description:
This is a supplemental report to initial report 3008789114-2016-00030 to submit additional investigation results from the manufacturer for the suspect device. (B)(4).

Event description:
(B)(4) received a call on (B)(6) 2016 reporting a medical intervention that occurred on (B)(6) 2016 at 7:00am. Patient's husband called in stating that patient was not responsive so he called paramedics. Patient's blood glucose reading at the time of the event was 126mg/dl. Patient was incoherent and sweating. Patient's normal blood glucose level around the time of the event is 90-150mg/dl. Paramedics were called within 5 minutes of testing with the prodigy meter. Paramedics arrived approximately 5 minutes after being called. Upon arrival paramedics tested patient's blood glucose with a result of 46mg/dl. Patient was given glucose by the paramedics and transported to the ER. Patient's husband stated that he was not sure but thought that patient's glucose upon arrival at ER was 46mg/dl but he was not absolutely sure. Patient was administered glucose, pudding, (B)(6) and apple juice at ER. Patient's blood glucose prior to discharge was 171mg/dl. Hospital's endocrinologist recommended that patient get a change on the dosage of insulin. Patient's total stay in hospital was 5 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.